Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one each hydro gw stf std s 150-035; returned loaded in the dispenser assembly within the opened, labelled packaging pouch and triple-bagged in "zip-lock" style poly biohazard pouches. The wire and dispenser assembly do not present any indication of hydration as directed in the device instructions for use. After wetting the specimen wire with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen presents a ductile, tensile overload of the polymer jacket material resulting in the removal of approximately 0.75cm of jacket material exposing the distal 0.75cm of the metallic core wire. The specimen also presents a large radius bend over the distal 13.5cm. Except where noted, the specimen device appears visually and dimensionally correct. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As indicated in the operational instructions section of the device instructions for use, "before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire." Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling factors have contributed to the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the physician unpacked the guidewire, it was found the tip of the guidewire was fractured, the metal revealed. There were no patient complications reported. The problem occured outside the patient.